Event description:
Livanova deutschland received a report of an scp system that wasn't working properly during procedure. Temporary flow interruption was also alleged. Reportedly, patient was put into hypothermia at the end of the procedure; then, his conditions were reported to be good with no consequences. Livanova has conservatively reported the patient's hypothermia treatment an additional medical intervention to prevent or preclude death or serious injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before (B)(6) 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the scp. The serial read-out files, which record real-time device parameters and settings, were collected and analyzed. The analysis revealed that the scp pump did not transmit flow rate information to the connect device during the reported event. Through follow-up communications with a livanova field service engineer, it was determined that the flow sensor had been incorrectly clipped in, which may have caused the communication issue. Investigation is ongoing.